Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate or confirm the reported complaint of "tip is a little stiff". The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and the instrument was fully functional. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The known common cause of this failure is due to mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps (part# 471205-17/ lot# k13210719 / sequence# 0356) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 6 uses remaining. Based on this review, the instrument was not used in the reported event date or in any subsequent procedure(s) after its last used. There was no image or video clip submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported as a reportable event due to the following conclusion: the instrument had thermal damage. The thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted surgical procedure, the tip was a little stiff and would not rotate properly. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Follow-up has been performed to request additional information related to the event. However, no further details have been received as of the date of this report.